Manufacturer narrative:
A device history record (DHR) could not be performed as the lot number is unk. The product IFU (instructions for use) was reviewed and there are several warnings mentioned in order to prevent overheating the circuit. The IFU states "do not cover tubing with sheets, blankets, towels, clothing or other materials". The sample was not returned for evaluation, therefore, the complaint could not be confirmed.

Event description:
The complaint is reported as: the circuit melted while in use. It is reported that it became tangled in the pt's bed sheets. No pt injury reported.